Event description:
It was reported that the patient developed an infection at the ipg pocket site and pus was oozing from the incision. The physician confirmed that the infection was not device or procedure related, however the cause was unknown. The infection site was aspirated and antibiotics was prescribed. The patient underwent an explant procedure. All device components were removed and not returned.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI. Upn: m365sc2408740, model: sc-2408-74, serial: (B)(6), batch: 19858611/20647446.